Event description:
It was reported this balloon rutured on the second inflation at 27 atmospheres, during an anteriovenous fistula declot procedure. Following balloon rupute a segment of the balllon material detached and remained in the pt. The pt was transferred to surgery where a snare was itilized to successfully retrieve the detached balloon material as well as subsequent removal of the clot. The pt's condition is good. The device is currently being evaluated by the MFR. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revaled no other complaints to date for this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more diffcult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the grafts may necessitate balloon manipulation through plaque or calcification. Co's follow-up revealed the balloon was inflated well beyond its rated burst pressure. Co beleives the above factors contributed to this event and does not attribute it to the device. Co's directions for use state: "the rate burst pressure should not be exceeded...inflation in excess of rated burst pressure may cause the balloon to rupture...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully".